Event description:
During routine testing of the device, the clinical contact individual reported that the arterial monitor did not work. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.